Event description:
Attempting to add tubing to patient drip line when it began to leak heavily at the blue safety stop (area that stops further tubing into the alaris pump; it sits just above the alaris pump when attaching the tubing to the pump). This tubing was not attached to patient's drip line.